Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high li lithium result for one patient sample. The initial result was 1.52 mmol/l and the repeat result was 0.62 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 271727. The expiration date was requested but was not provided. Precision testing was completed and was within specifications. All calibration and qc data were acceptable. The field service representative checked the probe adjustment. No further issues were noted after the service visit. The investigation was unable to find a definitive root cause.